Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported or identified through this evaluation. It was reported that the patient's family member was concerned about the patient disconnecting their driveline. The site was unable to confirm the event upon device interrogation. The provided information indicated no additional details regarding the event date, reason, or patient impact were available. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured, and the reported event of a driveline disconnect was unable to be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, "how your heart pump works", advise the user to "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a family member voice concern about the patient disconnecting the driveline. Nothing was seen upon interrogation on site. Following review, log files captured low power advisory alarms due to battery depletion on (B)(6) 2025 starting at 18:22. The event log did not capture any driveline disconnect alarm from (B)(6) 2025. If the event happened prior to (B)(6) 2025, the data may have been overwritten. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Details provided on (B)(6) 2025 stated that the driveline disconnect was never confirmed. No equipment was exchanged.